Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent. Review showed that the right ventricular (rv) lead had historically high rv coil, svc coil, and pacing impedance for over two years. It was noted that the high voltage therapies had been programmed off at some point. The rv lead remains in use. No patient complications have been reported as a result of this event.